Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was not sensing the ablation temperature correctly. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
One set of inflow tubing was received for evaluation. Visual inspection found the luer broken at the orange/blue tubing junction. The investigation found the devices leaked at the broken luers. This compromised the cooling of the antenna and would cause the reported temperature fluctuations. The investigation identified the root cause of the reported event to be a component. If information is provided in the future, a supplemental report will be issued.

Event description:
The device could not sensor correct temperature and the temperature was fluctuation on the monitor. Was another electrode used to complete the procedure. When was the problem noticed: prior to use. Patient involvement? No. Patient injury? No. Patient information: n/a. Medical intervention required? N/a. Was surgery time extended by 30 mins or more? N/a. Was product tested prior to use? N/a. UDI number: n/a. (B)(6) 2017 add'l info: procedure was completed with another electrode.